Manufacturer narrative:
It was reported that during a knee arthroscopy procedure, the #11 blade (taken from custom sterile tray), on a knife handle, was handed to the surgeon for the initial incision. Upon removing the scalpel from the knee, it was reportedly noted that the blade was no longer attached to the knife handle and blade was left behind inside the patient's knee. It was denied that excessive force was applied to or against the blade. The surgeon reportedly utilized an arthroscope to visualize the blade pieces and the blade pieces were successfully removed using graspers. No further tests or treatment was required. No injury to the patient or to the surgeon was reported. It was reported that the patient was under general anesthesia and the procedure was lengthened to allow time for blade retrieval. Due to medical intervention required to retrieve the broken blade from the patient's knee, this medwatch is being filed. The sample has been discarded and is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an arthroscope and graspers were used to successfully retrieve a surgical blade that broke off into patient's knee.